Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high  and unstable thresholds.  Undefined high unipolar and bipolar  impedances were also observed. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.